Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, this event was caused by a component failure of the ceramic head (insulation beak). The cause of insulation beak failure could not be determined. The probable cause is due to impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath ceramic head was damaged. The issue occurred during service/maintenance. There were no reports of patient harm or impact associated with this event.